Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking insulin at the connection of the headset.

Manufacturer narrative:
Device was returned by customer to the manufacturer but device was lost by manufacturer before investigation could be completed. Manufacturer is unable to locate the device so no investigation of the device can be performed. Device has been lost. Therefore, it is not available for evaluation.